Manufacturer narrative:
Initial and final MDR (B)(4), device 1 of 2.

Event description:
Reference number: (B)(4). Event occurred in canada. On (B)(6) 2024, reported that patient faced 2 infusion set cannula crimped after 3 hours of insertion. Insertion site was upper buttocks. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.